Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Event description continued: the vessel also had a 70% stenosis and an 80% stenosis proximal, and a 70% stenosis distal to the stent. The vessel was treated with 3 drug eluting stents. There was no reported tortuosity or calcification noted in the vessel. Additionally, the 2.5 x 28 mm promus stent placed in the left anterior descending artery (lad) on (B)(6) 2010 also showed mild in-stent restenosis of 30% at the distal end of the stent and was treated. The outcome of the event was reported as recovered or resolved. No additional information was provided. There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The other promus as indicated is being filed under MFR# 2024168-2013-03415.

Event description:
On (B)(6) 2010, due to stable angina, the subject underwent the index procedure with the deployment of two drug eluting stents one each to mid left anterior descending artery and first diagonal artery. Post procedure residual stenosis was 0% with timi 3 flow. On (B)(6) 2010, the subject was discharged from the index hospitalization. The subject was not randomized with the reason "interruption > 14 days of prescribed thienopyridine". On (B)(6) 2013, the subject experienced the event of unstable angina 937 days following the index procedure. The event was reported with the serious criteria of initial or prolonged hospitalization and the subject possibly underwent revascularization of the 1st diagonal branch of the saphenous vein graft (svg). The outcome of the event was noted as recovered or resolved. Subsequent information was received which states, the subject presented to the primary care physician on (B)(6) 2013 with a 1 month history of anterior chest pain with bilateral radiation to the throat and down the right arm. A nuclear stress test was performed on (B)(6) 2013 which showed reversible disease inferiorly and inferolaterally. On (B)(6) 2013 the subject was taken to the cath lab as an outpatient and found to have progressive disease in the saphenous vein graft (svg) - diagonal with 50% in-stent restenosis of the promus stent implanted on (B)(6) 2010.